Event description:
It was reported to tyco healthcare in 01/2002 that a nurse had sustained a needlestick. It was stated that nurse's abdomen had brushed against an insulin needle sticking through wall of an empty but in use sharps container. The syringe had very recently been dropped into the container. A photo of the container showing the site of puncture of the needle in the container is expected from the facility.